Event description:
The explanted generator was received and product analysis is underway.

Event description:
Generator analysis was performed. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Explanted generator is being returned for analysis, but has not been received to date.

Event description:
Patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received.

Event description:
Per the physician, the pain was not believed to be related to the vns. The explanted generator was discarded. No further relevant information has been received to date.

Event description:
It was reported that the patient was experiencing pain going up to her brain and believe it is related to vns. Patient was referred for battery replacement. No known surgery has occurred to date. No additional relevant information has been received.